Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 31jul2020.

Event description:
It was reported to philips that the device's accept button was not functioning. The device was not being used on a patient at the time of the event. There was no patient or user harm reported. A philips field service engineer (fse) was dispatched to the customer site. The reported issue was confirmed. The fse removed the front display bezel and reseated all of the cables. After the cables were reseated the accept button returned to functionality. The cause of the loose cable connection could not be determined. The device passed all performance verification testing. The service order was closed if the customer is in need of further assistance a new service order will be opened and will be captured through philip's normal complaint procedures.